Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Different stems and all of them had a white paint like substance on them. The issue occurred in surgery, the patient was under anesthesia and there was an additional delay of 30-40 min.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.